Event description:
It was reported that the customer's insulin pump threshold suspended, based on an inaccurate sensor reading of 49 mg/dl, while the customer's blood glucose was 166 mg/dl. Insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.